Event description:
Boston scientific received info that the pt with this right atrial (ra) lead presented to the hospital due to a hematoma. While at the hospital it was determined that ra lead had dislodged into the ventricle. The lead was capturing the ventricle during atrial pacing in which the right ventricular sensed beat fell into the blanking period. Right ventricular pacing occurred, however this resulted in pacing inhibition of the left ventricle. A revision procedure was performed and the ra lead was explanted and successfully replaced. There were no pt symptoms reported due to the dislodgement. At this time the lead has not been returned to boston scientific for analysis. There is no add'l info available. If further info becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.